Manufacturer narrative:
Review of the event history log found 'system error 345' messages as evidence for customer-reported allegation of system error 345. Review of the event history log found no evidence for customer-reported allegation 'shuts off'. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) and then shut off. The event occurred during patient infusion at the med-surgical unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6: device code 4109 was added as a review of the event history log was completed.